Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set (c66) tubing was found cut in the packaging before use. The following information was provided by the initial reporter: "they have found broken / cut line in one of the packagings."

Manufacturer narrative:
H.6. Investigation: a contaminated sample from the affected lot ta11382 was received by sendal and pictures were received for investigation by our quality team. The contaminated sample was not able to be investigated, as per procedure, the packaging must not be opened. Upon visual inspection of the photos received, there is a split in the tubing, therefore the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Without the inspection of the unit packaging, it is not possible to confirm if the issue was produced during the production process or during another post-assembly process. Based on the investigation performed, the most probable cause could be an external issue during the post-assembly process. H3 other text : see h.10.

Event description:
It was reported that the bd phaseal¿ secondary set (c66) tubing was found cut in the packaging before use. The following information was provided by the initial reporter: "they have found broken / cut line in one of the packagings."